Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. Upon evaluation, the monitor would not power up. The cause for the failure was that the c1 capacitor shorted and the l1, l2, and d1 components were damaged. The root cause of the shorted c1 capacitor and damaged l1,l2, and d1 components cannot be positively identified. Device evaluation of batteries sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred from the damaged monitor or batteries. Monitor (B)(4)- mfg date: 5/20/2013. Battery (B)(4)- mfg date: 6/5/2017.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.